Event description:
A customer reported that their defibtech lifeline AED was flashing a red indicator and displaying a "replace battery pack now" prompt. The customer stated that this condition did not occur during patient use. The serial number initially provided by the customer was determined to be invalid; however, the customer confirmed that the device involved was a defibtech lifeline AED.

Manufacturer narrative:
The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed. Troubleshooting with the customer did not identify a cause for the depleted battery pack.